Event description:
It was reported that the device was used during a low anterior resection. The staples failed to form completely on firing the device. It is unknown how the case was completed. There was no consequence to the patient.